Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the returned product specimen was visually examined. The ring was discolored showing evidence of blood contact. Green and white multifilament sutures remained attached along the ring. No evidence of distortion or damage was found to the ring. Radiography showed no evidence of distortion or fractures in the ring. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. While a definitive root cause to the reported issue could not be determined, this investigation found no intrinsic evidence to suggest a root cause related to manufacturing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has not been returned for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this annuloplasty ring, this device was explanted and replaced after a post-implant inspection revealed the device "wasn't working properly." No specific failure mode was reported nor was it mentioned what the ring was replaced with. No other adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the physician stated after the ring was implanted the patient's native valve continued to leak. It was noted that this was a failed repair of the patient's native mitral valve. The physician removed the annuloplasty ring and performed a full valve replacement with an unknown manufacturers bioprosthetic valve. No further adverse patient effects were reported. While a definitive root cause was not identified, there is no indication that the event was due to the profile 3d device. There are times when a valve repair is attempted using an annuloplasty ring and subsequent post repair evaluation demonstrates inadequate results. This is often due to suboptimal anatomy, surgical technique, or inappropriate sizing, and not a malfunction of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.